Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery does not charge the pump. In addition, it was reported that wake button was delayed in responding to presses. There was impact to the customer's blood glucose level. Customer continued using the pump for insulin therapy.